Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the delivery system was inside the patients body for so long that it warmed and the original curve shape could not be maintained and it was difficult to deliver to the implant site. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.